Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received service report, no parts were replaced to solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error or measurement error. The evaluation of received device's logs confirmed occurrence of reported alarm. Unfortunately, as the source of the alarm activation was not found, the exact root cause could not be determined.

Event description:
It was reported that the ventilator generated an alarm indicating o2 concentration low. There was no patient harm. Manufacturer's ref. #: (B)(4).